Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 310 mg/dl. The customer reported that the insulin pump had a hardware low level failure system error. The customer reported that the insulin pump failed the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) confirmed in the downloaded history file along with audio anomalies due to broken pin 6 (sda) trace at on the keypad assembly.